Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the pump required replacement one week after prior replacement; after replacing battery, the pump emitted warnings to replace batteries with two new batteries. The reporter stated that the battery cap had been replaced 1 month prior to the date of complaint and there was no evidence of moisture within the pump and no damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.